Event description:
It was reported that the customer had low blood glucose levels of 37 mg/dl. It was reported that the paramedics were called in to assist the customer in bringing up her blood glucose levels. The customer reported that the insulin pump did not alarm the customer to low blood glucose reading. The customer reported having issue with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump wa not activated event though it was supposed to. The customer reported that the insulin pump did not activate the threshold suspend with a sensor glucose reading of 71 mg/dl where the actual blood glucose level was 37 mg/dl. The customer also reported a bent sensor after troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.